Manufacturer narrative:
It was reported to arjo representative that there was an incident involving all day unpadded passive clip sling. It was stated that during transfer from a bed to a chair patient fell from the sling. No injury occurred. Photographic evidences provided showed torn leg flap fabric. Trimming and clip strap was intact. The second flap had visible signs of worn material. Attempts were made to collect additional information from the customer regarding circumstances of the event as well as cause of patient's fall. No further details were received. The sling instruction for use (04. Sc.00-int1_2, october 2014) provided with every arjo slings includes crucial information: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of frying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed do not use the sling." "When not in use, the slings should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure, or to excessive heat or humidity. The sing should be kept away from sharp edges, corrosives or other things that could cause damage on the sling." In case the fabric in slings became torn, the rip is highly noticeable and the lifting cycle can be safely interrupted and the sling replaced without consequences to a patient. Unfortunately, the customer did not provide any further details regarding the event circumstances. Therefore, it is unknown why the patient fell from the sling. The investigation showed that although fabric had been torn, the edge of sling body and clip strap remained intact holding the leg flap in position. From the above, it is highly unlikely that the patient would fell from the torn leg part of the sling. To sum up, allegedly, arjo passive clip sling was used for patient transfer and in that way played role in the event. The sling flap fabric was torn and from that perspective, the sling did not meet manufacturer's specification. Even though patient did not sustain any injury, we decided to report this complaint to the competent authorities in abundance of caution due to allegation of patient's fall during transfer.

Event description:
On (B)(6) 2019 arjo was informed about the incident with the involvement of passive clip sling. It was stated that during patient's transfer from bed to the chair one of the leg flaps was found to be ripped. It was also reported that patient fell of the sling. However, no injuries has been sustained.

Manufacturer narrative:
Arjo is at the stage of collecting details and information from the customer regarding reported incident. The final conclusions will be provided in the next follow-up report.

Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Event description:
On 2019-sep-23 arjo was informed about the incident with the involvement of passive clip sling. It was stated that during patient's transfer from bed to the chair one of the leg straps was found to be ripped. As the consequence of the event patient fell of the sling. However, no injuries has been sustained.